Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was declined for the high blood glucose but initiated for the no delivery alarm. A 5.0 unit fixed prime was performed and insulin exited the tubing. The customer removed their site and discovered a bent cannula; the site began to bleed as well. The customer was advised to change their infusion set and monitor the issue. No products were returned and a replacement infusion set was shipped to the customer.